Event description:
It was reported that a catheter shaft break occurred. A 15mm x 3.50mm nc quantum apex balloon catheter was selected and prepared. During unpacking, it was noted inside the box that the shaft of the balloon catheter shaft was broken more than 15cm from the hub. The procedure was completed with a different device. No patient complications were reported. Patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).